Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt had lost sensory feeling in his legs; the pt reported 50% loss. The sjm representative had not met with the pt, and it was reported the physician was to send the pt for nerve testing.